Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer&#38112;blood glucose levels were elevated in the 500s mg/dl, 2 hours after eating dinner. Elevated bgs were treated by administering a manual injection, and changing out the site. System check was performed with tandem technical support, and the pump performed as intended. The customer will work with a clinical diabetes specialist with fine tuning the site change procedure.